Event description:
It was reported via repair work order that the bed loss all motor functions due to the cpu board not being connected properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.